Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to j2 lcd keypad connector unlocked. Unable to perform self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 434 mg/dl. The customer stated that he has not been able to bolus since yesterday. The customer stated that the act button does not work. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was returned for analysis.